Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer requested ordering information for a replacement display assembly. There was no reported patient involvement.

Event description:
The customer requested ordering information for a replacement display assembly. Further information has been provided that the order was only for back stock; no malfunction was indicated. There was no reported patient involvement.